Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-99031. It was reported that a right ventricular leadless pacemaker and delivery catheter appeared to become of axis during the initial implant procedure. The physician removed the system from the patient's body and discovered that the leadless pacemaker had prematurely separated from the delivery catheter's tethers. The catheter was replaced but it was unknown if the pacemaker was also replaced. Patient had no consequences.